Event description:
It was reported that the patient had 3-way catheter placed in the operating room and the patient came to the post anesthesia care unit and the foley catheter balloon had ruptured and the catheter in urethra per md. Catheter needed to be replaced and the foley clotted off. Doctor needed to do irrigation and the foley changed and the tubing from continuous bladder irrigation not flowing properly and this also changed out and patient was having a open retropubic simple prostatectomy and pain was reported in the bladder. No medical intervention was reported. Per additional information received on 26feb2024, they believed on further investigation it was the drain bag might have been blocked not allowing gravity to work. The patient was taken back for a follow up procedure to remove blood clots.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿vent blocked creating vacuum in bag (excludes non-vented bags)¿. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.